Event description:
The international customer reported that the ventilator screen is blinking and the ventilator turn off after few seconds. The customer reported that the device was not in use on patient.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.